Event description:
A surgeon reports that three years following intraocular lens (iol) implant surgery, a patient reported "shiny" vision. The lens was exchanged. Additional information has been requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional information has been requested.